Manufacturer narrative:
All information reasonably known as of 21 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 30206450 was reviewed and the product was produced according to product specifications. The actual sample from the reported event was returned for evaluation. The returned sample was visually examined in a well-lit area, as well as under magnification; the sleeve was confirmed to be intact and there were no visible cracks, breaks, cuts or tears on the device. The female insert was present in the manifold, during examination, the swivel movement appeared to be loose, and as it swiveled it also moved up and down inside the elbow manifold. Under magnification, the female lock ring did not appear to be fully seated, (there was a 3mm gap between the edge of the lock ring and the outer edge of the manifold). The reported event could be confirmed as reported. Root cause is manufacturing related. All information reasonably known as of 10 apr 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 09 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported, that when attempting to attach the [in-line suction catheter] to a fresh trach tube, the in-line would not connect properly, and a leak kept happening. After examining the in-line, it was found that the plastic was the wrong size not allowing the catheter to attach properly to tracheostomy tube. There was no reported injury to the patient.